Event description:
During a procedure to treat a vascular occlusion in a patient, hemothorax occurred. The powerwire rf guidewire was one of the devices used during the procedure. A covered stent was placed to stop blood flow into the plural space followed by drainage of the area to remove blood. The physician was unable to identify the inadvertent puncture site which lead to the incident or the device which caused the perforation. The patient was transferred to the ICU for monitoring. The patient is reported to be doing very well with swelling of the arm completely gone.

Manufacturer narrative:
The device in question was not returned to the manufacturer. Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Not returned to manufacturer